Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: the keypad is undamaged. All buttons are responsive. Opened keypad, no contaminants found under contacts. Cracks in the battery compartment were found from threads to left of grip pad and below grip pad to case seal. There was moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.